Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed by discharging esd (electrical static discharge) into the camera heads at the keypad and is related to poor grounding in the camera heads. The unit was disassembled and inspected to ensure all manufacturing procedures were followed, including anodization removal and application of copper tape on the interior of the rear enclosure. Some scratches were found during visual inspection of the camera head; the soaker cap does not have any physical damage and the serial number on the camera is intact and legible. The unit was manufactured to specifications. Based on the physical inspection of the camera head, the level of grounding on the camera is the probable root cause for this failure mode. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the mentioned device can not provide a sharp image. Colors (particularly red) is shown incorrectly.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the mentioned device can not provide a sharp image. Colors (particularly red) is shown incorrectly.